Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced a cardiopulmonary arrest while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the hd treatment. No other event related information was made available. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No sample of the acid in use during the treatment is available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Although requested, no patient medical records were made available; therefore, there is no way to confirm a causal relationship between the fresenius dialyzer and the reported event.